Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient is not dependent and there was no asystole, but the rv lead was repositioned. The lead remains in service at this time. No additional adverse patient effects were reported.